Event description:
It was reported that approximately 24 months post implant of a bifurcated device, and three suprarenal aortic extensions, an endoleak was identified. Reportedly, a computed tomography displayed an endoleak. The patient has not been treated for a secondary procedure, and is in stable condition

Manufacturer narrative:
Based upon the clinical evaluation, the endoleak was confirmed as a type iiib. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified but the following were possible contributing factors: the main body was two sizes smaller in diameter than the cuff; and disease progression possibly due to continued use of tobacco products. At initial implant, an intraoperative endoleak status post the angioplasty of the first cuff and an intraoperative rupture status post angioplasty of the second cuff suggests that the angioplasty might be a factor as was disease progression. The device remains in the patient and was not evaluated.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
Based upon the clinical evaluation, the reported type ia endoleak was confirmed. Adequate medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use was incongruent with the IFU due to: the concomitant use of a left hypogastric snorkel. This case involved two prior complaints. New information was discovered during the re-review of the prior examinations: three months post implant, there was evidence of a complete stent separation without an overt type iiia endoleak, although it was not treated until 12 months post implant. Twelve months post implant, there was evidence to support: a type ii endoleak (not demonstrated radiographically); and, a stent graft complaint of a hyper-dilation of the suprarenal cuff. Twenty-two months post implant, the patient's recovery from a type iiib endoleak was complicated by an acute myocardial infarction. Twenty four months post implant, and 12 months post implant of the second suprarenal stent, there was evidence of stent migration, but no type ia endoleak. There was evidence of progressive lateral movement with progressive stent migration up to thirty-seven months post implant, when there was documentation of a stable proximal endoleak; there was no evidence of sac growth. This study was not available for review. The lack of early intervention/recognition of the stent migration might have contributed to this patient's eventual death. Forty-three months post implant, there was evidence to support: type ia endoleak, stent migration, rupture, explant, and a complication of a right common femoral artery endarterectomy. The third, subsequent procedure was confirmed; a non endologix stent was used to repair the endoleak and rupture. The patient expired on the same post-operative day from coagulopathy, respiratory and renal failure secondary to hemorrhagic shock due to the ruptured aneurysm. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified due to the complexity of the patient's condition. There was evidence of progressive lateral movement with progressive stent migration up to thirty-seven months post implant that was a likely factor. There was evidence of a type ii endoleak and a type iiib endoleak at twelve months post-implant. The clinical review suggested, "the lack of early intervention/recognition of the stent migration might have contributed to this patient's eventual death." The cause of the reported type ia endoleak appears most likely to be the result of patient anatomical remodeling. It could not be determined if there was a device issue.